Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy (lvh) procedure, 2b12lt: the absorbing ring came loose and blocked the stapler entry. A new trocar was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the 2b12lt sleeve was returned in good condition. The obturator was not returned for analysis. In an attempt to replicate the reported incident, the sleeve was visually inspected and the adsorbent was found to be damaged and exposed through the sleeve, not allowing a test obturator to pass through the sleeve. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.